Event description:
It was reported that a patient underwent fixation from t12-l2 because of a 4-month old fracture at l1 with paraparesis. Post-op the patient's neurological symptoms became better and she had more power in both lower limbs. One and a half months post-op, the patient presented with recurrent backache. Images were taken and confirmed that there were broken screws. No revision surgery has been reported.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine cause of the reported event.